Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10 the press sensor cable assembly was received and a visual assessment of the returned sample showed no obvious nonconformity. The returned part was installed into a calibrated company system and tested. The system passed smartvit test and the reported event was not replicated. The root cause of the reported event can be attributed to an internal component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and observed system message (sm) [vitrectomy port transducers are out of tolerance. The vit probe is still available. Please contact field service] in the event log. The sm represents the aggregation of the issues reported by the customer. The nonconforming press sensor cable assembly was replaced. Unrelated to the reported event, the lithium battery was replaced during preventative maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming press sensor cable assembly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when connecting the vitrectomy probe to the system, it was verified that it was not performing cuts. However, the same vitrectomy probe was used in other equipment and worked normally.